Event description:
The pk papyrus 3.5/20 covered stent system was selected for treatment of a perforated vessel. 2 to 3 hours after treatment patient was in tamponade. Drains were inserted to relieve pressure. Ballooned proximal area was still leaking. A pk papyrus with another size was deployed, still some leakage and it was continued to drain. Patient was discharged home next day and is well.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis, and the affected stent remained inside patient. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be identified.